Manufacturer narrative:
(B)(4). Date sent: 2/6/2026. D4: batch # 757c88. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the ntlc55 device was returned with the saddle pin and both bearings missing. However, there were marks int he anvil shroud showed evidence that the bearings were present. No reload was received. In addition, the metal anvil was not properly seated due to the anvil shroud locks were broken and the height selector was loose. Further evaluation shows that the metal anvil has several corrosion were the saddle pin is placed and the rivet could be seen complete in good condition. It is possible that the corrosion, could have caused the saddle pin to be detached. No functional test was performed due to the condition of the device. Based on condition of the damages observed in the device, the reported event was confirmed by an external cause as improper handling. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Device history review: a manufacturing record evaluation was performed for the finished device batch number 757c88, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, one metal part of anvil side brock during firing. No patient consequences were reported.